Manufacturer narrative:
This supplemental report is being submitted to provide evaluation results. New information added to the following field: h6 olympus conducted a physical device inspection upon return. The device was received with the loose broken parts in a separate container, and the device loose in the original box. The cable and plug were intact. The jaws were opened with the clamp lever unlocked. Half of the inside curve was broken off, including the distal jaw dot, and one of each the middle and proximal jaw dots (a.k.a stand-offs). The jaw overmold of the stand-off jaw was also fractured into pieces, one smaller piece of the tip was broken off and one larger section of the overmold which housed the stand-offs that had broken off. A portion of the overmold stayed intact. The pins were in the correct locations and the cut blade was correctly positioned behind the tissue stops. Due to the fracturing of a significant portion of the stand-off jaw, a tip to tip jaw aperture measurement was unable to be performed. There was red colored tissue stuck inside of both of the drive slots, but no indication of the drive pin plowing material. The jaw flags functioned as intended. Measurements were done with a digital caliper. The tip fracture occurred 2.2 mm away from the distal tip that was intact, so the gap measurement could be performed. The proximal end gap indicated the jaws were 'toe out'. The gap measurement 2.5 mm away from the distal tip measured at 0.22mm, which is less than or equal to the in-spec measurement of 0.24mm. The rotation knob easily rotated and changed jaw orientation, confirmed it was able to turn >330 degrees. The clamp lever was able to correctly lock and have the jaws remain in a closed position even after letting go of the clamp lever, functioning as intended. The blade properly returned after being clamped onto tissue. The device was plugged into the esg-400 generator, and a limited functionality test was performed. The powerseal device successfully connected and communicated to the generator, and the activation button functioned as intended. Due to the severity of the fractures on the jaw, the seal cycle was unable to be completed, and an 'incomplete seal cycle' error displayed on the generator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during a therapeutic total laparoscopic hysterectomy procedure while using the powerseal 5mm, 37cm, curved jaw sealer & divider, double-action, the upper jaw broke into three pieces. This occurred while sealing blood vessels on the left uterine artery; specifically, the moment the jaw opened for release. One of the pieces was the tapered curved tip of the jaw (small fraction). The second piece was the inner piece of the jaw followed by the outer cover of the jaw. The surgeon did not encounter any vibration or resistance from the device at the moment of the rupture but became concerned because of the way the instrument fractioned. All fragments were recovered/retrieved from inside of the patient; the surgeon searched through the entire abdominal cavity. No conversion from the laparoscopic approach was required. There were no error messages or alarms on the generator when this incident happened. There was no need for an extension of anesthesia, as it continued within moments while another powerseal was utilized. The condition of the patient was not impacted by the failure, and no other interventions were required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause is unable to be determined; however, it is possible that the root cause was due to excessive force on the jaws. Olympus will continue to monitor field performance for this device.